Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 193 mg/dl. While troubleshooting insulin did not exit the infusion set. The customer resolved the issue by changing the reservoir. The product was not returned. Nothing further to report.